Event description:
A (B)(6) male pt contacted zoll customer support to report that he was covered in blue gel. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. As rec'd, the trunk cable connector was damaged. The cause for the gel deployment is likely a result of the damaged connector. A damaged trunk cable connector may allow excessive noise to interfere with the pt's normal cardiac signal and lead to an artifact signal event. The root cause of the damaged connector cannot be positively identified but is likely due to excessive force. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.